Manufacturer narrative:
The device history record revealed, lot# 20190503-25-sh, was manufactured on 09th may 2019. No exception was recorded in the device history record that could lead to the reported incident. Based on the supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. No sample was available at the time of the investigation. From the investigation, there is no abnormal situation that occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no other action taken at this time, however, our supplier will continue to monitor the trend of this type of incident.

Event description:
The customer reported that lint from lap sponges, ls1818psa, from the cv pack, scv44cwsld, was falling into the vessels during cv cases. Lint was found in or around cavities, and barrier between instruments and the patient. There was a delay, but no injury to the patient. MDR being reported based on potential risk to the patient.